Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 21 mg/dl. The customer was treated in the ambulance about 2 months ago in may. Customer was hospitalized due to unawareness hypoglycemia while she was driving leading to the car crashed. Customer does not remember how it happened. Customer was offered 24 hour helpline but declined.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.